Manufacturer narrative:
Evaluation revealed the baseplate, the peripheral screws, the humeral cup, the humeral insert, the glenosphere and the humeral stem to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation (retained by the patient). A review of the device history records revealed no deviation in the manufacturing process. The items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with a reunion reverse shoulder arthroplasty on (B)(6) 2016. On (B)(6) 2017 the patient had to be revised as the patient presented with instability. All implants were removed and replaced by new ones. Only the humeral stem was not exchanged. Further information such as medical records, x-rays, surgery reports or progress notes will not be available due to hospital policy. Thus a medical statement was not possible. The reported event could not be confirmed with the information given. A more precise evaluation was not possible. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. Patient kept the device.

Event description:
As reported: "surgeon did original surgery. Patient presented with instability. Proceeded to revise all components other than stem. All new parts (reunion). Right shoulder - no other info per hospital policy."